Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized for low blood glucose on (B)(6) 2020 at 10 pm. The customers blood glucose level was unknown during the incident. The customer experienced symptoms such vision change, hypertension and unstable blood glucose levels. The customers blood glucose levels were 216 mg/dl during the time of the call. The customer was treated with food and tablets. The customer was not wearing the insulin pump during their MRI tests at the hospital. However, the customer called back to troubleshoot the insulin pump and the device passed the test functions. The insulin pump will not be returned for analysis.